Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that on the most distal stent row, stent struts were pulled in a distal direction. The undamaged proximal section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2017. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad). Post pre-dilation with a 2.5x15mm non-bsc balloon catheter, a 2.50x24mm synergy¿ stent was advanced but failed to cross. The procedure was completed with a 2.5x24mm synergy stent. No patient complications were reported. However, returned device analysis revealed stent damage.